Event description:
A malfunction alarm was reported while pumping, but it did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance in loading a new cartridge correctly and was able to successfully resume insulin therapy.